Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering low fio2 (fraction of inspired oxygen), was unable to maintain peep (positive end expiratory pressure) and was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering low fio2 (fraction of inspired oxygen), being unable to maintain peep (positive end expiratory pressure) and delivering low vte (exhaled tidal volume) were confirmed. The asp replaced the internal flow transducer (ift), the external flow module (efm) and the cough assist valve coupler to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift, efm, and coupler.